Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation with bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor separator movement. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: after centrifugation, the gel is not between the plasma and the solid blood components. It did not move during centrifugation.

Event description:
It was reported that after centrifugation with bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml there was poor separator movement. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: after centrifugation, the gel is not between the plasma and the solid blood components. It did not move during centrifugation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.